Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the mid-life display of replacement indicators product update classified as a product advisory, reached a monitoring voltage measurement of 2.60 volts and a charge time measurement of 23 seconds post manual capacitor reformation. The technical services consultant affirmed demonstrating tones to the patient and ensuring beep upon elective replacement indicator (eri) was on. There were no reported adverse patient effects associated.

Manufacturer narrative:
To date, this medical device has not yet been returned to boston scientific crm post market quality assurance laboratory for analysis purposes. As new information would become available, this report will be further evaluated and updated. Most recently, this device was explanted for normal battery depletion and has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.